Manufacturer narrative:
The device evaluation found residual fluid and foreign material coming out from the scope cylinder. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fifteen (15) years since the subject device was manufactured. A definitive root cause was not identified nor the type of foreign material, however based on the results of the investigation, the probable cause of the "residual fluid and foreign material came out of the suction cylinder" malfunction would likely be related to the reprocessing that could not be completed due to a leak on the switch 4. The event can be prevented by following the instructions for use which state: IFU states the detection method in gif-q150 operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif-q150 reprocessing manual chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited residual fluid and foreign material coming out from the suction cylinder. There were no reports of patient involvement.